Event description:
Customer reported an issue with the panorama central station's wireless transceiver, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Customer returned the system's wireless transceiver to the company's repair center for repair.